Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, the lot history record revealed that the product expiration date was 31-july-2016 and the stent was implanted on (B)(6) 2017. Therefore, the device was expired by six months. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that the instructions for use (IFU) states: use this device prior to the use by (expiration) date as specified on the device package label. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the supera (IFU) as a known patient effect associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional supera device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a total occlusion located in the superficial femoral artery (sfa) with inflow into the popliteal. Pre-dilatation was performed with a 5 mm balloon. One supera stent was placed from the popliteal (4/100) and the other in the sfa (4/150) overlapping. The sfa stent was partly elongated during deployment; however, angiography after placement showed an open artery. After the intervention the supera(s) were observed to be occluded. The patient was placed on clopidogrel and trombyl. No additional information was provided.